Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device has a defect. Per service reports, this complaint can be confirmed. The following defects were identified during evaluation and corresponding actions were taken upon evaluation: both the covers were damaged, and it was irreparable and replaced, tube holder was rusty, the seal was damaged, damaged connector replaced, electrical front panel was defective and replaced, insertion lever defective and replaced, pressure valve irreparable and replaced, enclosure-bezel was physically damaged and replaced, one roller pump head was damaged and replaced. Further, a mechanical upgrade was performed, the pressure mechanism was re-adjusted, defective material exchanged, color coding for tube set replaced, the device was cleaned, tested and found to be fully functional. Fluid ingress into the device and contact with the tube holder is responsible for the rusty tube holder. User mishandling of the device, probably due to a fall, is the root cause of the physical damages observed on the device. However, with the available information, we cannot determine the root cause of the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/30/2013 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that the 4580 fms duo+ pump/shaver combo -ns has a defect. No further information was provided. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.